Event description:
Boston scientific received information that during a recent device implant procedure, after connecting the right ventricular lead to this device, slightly higher than normal impedance levels were noted along with some oversensed noise. Some of the noise was suspected to be due to possible air bubbles in the device header. The rv lead was removed, cleaned, and re-connected, with similar diagnostics, however the noise had dissipated. The physician decided to suture the pocket, however upon doing so the noise and oversensing appeared at an even higher frequency. The lead was therefore re-positioned which once again eliminated the noise, however the high impedance levels continued. The physician decided to end the procedure and leave the products implanted and in service despite ongoing high impedance levels greater than 2000 ohms. At this time, no further remedial action has been planned or taken, and both the device and lead remain implanted and in use. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.